Event description:
The patient reported not getting 50% reduction in symptoms for bowels since implant. It was noted the patient had 2 programmers and 2 implants. The patient switched from program 1 to program 2 and will see if the symptoms get better. It was also reported there was bleeding and liquid oozing from the incision area. The doctor cauterized the area on (B)(6) 2016 and the bleeding and oozing stopped. The patient was implanted for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.